Manufacturer narrative:
Aspen surgical received a report indicating that a bard-parker blade broke while in use during a procedure. The incident occurred at the user facility. A manufacturing lot number was provided for review. The facility reported that the blade broke when making an incision. The patient was undergoing a shoulder arthroscopy procedure and when the surgeon was trying to make the first cut, the blade broke in half. The blade fell on to the surgical field, however there was no surgical opening at the time. The blade was picked up from the field and a new blade was retrieved without further incident. There was no report of any adverse patient consequence or effect on the patient's stability as a result of the incident. No follow-up medical care or medical intervention reported related to this event occurred. A review of the device history record was completed. No non-conformance's were noted relating to the reported issue. The most probable root cause could have been machine related during the stamping or grinding process. Packaging process has established controls to mitigate broken or cracked blade condition, including a "medio" blade sensor that inspects 100% of packed pouches liner level prior to aluminum foil packaging. Also, excessive force applied by the end user during surgery process could cause blade breakage. The following controls are in-place to mitigate "broken blade" condition at aspen surgical las piedras site: heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. No further information is available on the product at this time. Sample not returned. However if any additional relevant information is identified following completion of the sample evaluation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that a bard-parker blade broke during a procedure. Incident occurred at the user facility. No injury/death reported. This report was filed in our complaint handling system as complaint # (B)(4).